Event description:
A hydrothermablator procedure set was used for hydrothermal endometrial ablation (hta). Dilation and curettage (d&c) was not performed prior to the hta. Fluid loss alarms occurred on five different occasions during the hta. The first alarm occurred 14 seconds into the heating phase. The rate of fluid loss ranged between 45 and 57 in all instances. Although there was no visual leakage from the cervix, there was an accumulation of blood inside the uterus with no sight of perforation. There was a 2-cm intermural fibroid on the posterior uterine wall. The physician applied a second tenaculum to control the bleeding, but the fluid (alarm or bleeding) persisted. It is possible that the fibroid was hit during dilation because there was bleeding from the fibroid stock. The procedure was not completed due to this event. The pt's condition is described as ok.

Manufacturer narrative:
The device history record (DHR) - nasp review for the reported lot was performed. The complaint search, since december 5, 2005, for the lot number showed 4 other dissimilar complaints against this reported lot number. A product analysis is not performed as the product is not returned. The product analysis will be performed if the product is returned in the future. A device labeling and direction for use (dfu) were reviewed. The complaint alleges that there was excessive bleeding and clotting in the uterus. A DHR review did not show any evidence of a manufacturing related cause for this event. A labeling review found that the hta is used to treat menorrhagia which is defined as excessive uterine bleeding and can be accompanied by large clots of blood. The event states that there was a fibroid, which most likely contributed to the excess blood and the fluid loss alarms. It was concluded that the reported event was an anticipated procedural complication.